Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as insulin pump had an under delivery alarm. Customer's high blood glucose value was 422 mg/dl. The customer treated high blood glucose level with insulin pump. The customer experienced symptoms such as nausea and vomiting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Auto mode feature was active. The customer reported that insulin pump passed displacement test. The insulin pump will not be returned for analysis.